Event description:
During an unspecified procedure in the lad lesion, the shaft of the maverick2 monorail catheter inflated. After the first few inflations of the balloon, it was noted that the proximal end of the shaft was inflating along with the balloon. The physician removed the maverick2 monorail catheter without incident, and the procedure was completed with a stent. No patient injuries or complications were reported. Patient status is listed as "okay".